Event description:
Additional information later reported the patient was now doing well.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported there was a severe cerebrospinal fluid (csf) leak at the catheter entry point through the dura after a catheter implant on (B)(6) 2014. It was also reported a lumbar drain was required and the patient was recovering in the hospital. The patient¿s status at the time of this report was ¿alive- with injury.¿ the patient experienced headache, drainage/ incisional wound opening, and pain at the catheter track. The pump was being used to deliver baclofen. It was further reported no diagnostics were performed on the catheter and there were no malfunctions seen. The cause of the issue was not determined. Additional information has been requested; a follow-up report will be sent when it becomes available.